Manufacturer narrative:
Combination product: yes.

Event description:
This linox smart lead, which had been capped on (B)(6) 2025 due to low r-wave sensing, was subsequently reconnected in an attempt to reuse it. However, this lead also demonstrated oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead pamira sn (B)(6) was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The returned lead was found abraded through 54 cm distal to the df4 connector pin, which is assumed to be the root cause of the observed oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with the other implanted lead linox sn (B)(6) . The available x-ray confirmed the presence of the linox in the implanted state which most likely interacted with the distal part of the pamira lead at the level of the tricuspid valve. The lead linox sn (B)(6) was not returned for analysis. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.